Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a damaged swivel snap-hook and a damaged viewing window. These observations are additional findings, not related to the reported event. Of note, the shoulder pack was returned without the waist belt. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event and the observed damaged snap hook and viewing window can be attributed, but not limited, to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because the shoulder pack belt was damaged. The shoulder pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.